Event description:
It was reported that the tubing on the arterial line came apart below the vamp reservoir after being on a patient for less than 24 hrs.

Manufacturer narrative:
A supplemental report will be sent with the investigation results.

Event description:
N/a

Manufacturer narrative:
One incomplete vamp adult system was returned for analysis. Examination revealed the pressure tubing was found broken off from the uv bond joint with the reservoir. The tubing had not detached, as originally reported in the complaint. One half of the broken tubing was not returned with the unit. The examination revealed a rough surface at the end of the broken tubing that was still inside the reservoir tube housing. Visual examination was performed under 10x magnification. The damage occurred on the patient side of the kit. Although the tubing break is considered related to the manufacturing process, the complaint rate for this type of failure is considered within the control limit. No actions are planned at this time.